Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The catalog number provided is the international list number that was involved in the reported event. The domestic list number has a common device name of 80frn and has a 510k of k865060. (B)(4).

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used for a 3 hour delivery of an unspecified chemotherapeutic agent. It was reported that after approximately 30 minutes in use, the patient notified the nurse to report that the pump was alarming. At this time, it was noted the solution container was empty and the floor was wet. It was reported that an unspecified volume of the solution had leaked onto the floor. The location of the leak was not specified. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.